Event description:
A pt was skin tested on 4 june 1998 in the forearm with no response noted. The pt was treated with 1.0cc of collagen the nasolabial folds in 1998. Pt was seen in the physician's office on 16 oct 1998 with a complaint of hardening at the treatment sites. When seen again on 22 oct 1998 the physician diagnosed slight, persistent, overcorrection. The pt was seen again on 22 feb 1999 and there were no symptoms present. The pt was not seen by the physician again until 12 apr 2000 when the pt presented with white, cyst-like papules of what appeared to be collagen in the right nasolabial fold. The physician incised and drained the papules and diagnosed delayed hypersensitivity at the injection site. The pt has not been seen since 4/12/2000 by this physician. The pt went to another physician for a second opinion. The second physician is not sure of the diagnosis and is sending a speciment expressed from one of the papules to mcghan's histopathology lab for analysis.